Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe luer slip stopper was found damaged and deformed like "molten plastic" before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the 20ml syringe plunger meets with nonconformity. Inside it is observed that the piston of the syringe is deformed, with the appearance of molten plastic."

Event description:
It was reported that the bd plastipak¿ syringe luer slip stopper was found damaged and deformed like "molten plastic" before use. The following information was provided by the initial reporter, translated from portuguese to english: "the 20ml syringe plunger meets with nonconformity. Inside it is observed that the piston of the syringe is deformed, with the appearance of molten plastic."

Manufacturer narrative:
DHR was performed, quality notification and maintenance analysis and the no occurrence potentially related to the occurrence was observed. The image and sample sent by the customer was verified and it was possible to observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station. The incident identified from this complaint will be monitored for trend evaluation.